Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer has experienced leaking for a long time due to abdominal contour and weight loss issues. The area around the stoma is bleeding and red. She is being seen at the hospital. Only the stomahesive powder was recommended. No prescriptions. Sending samples. Provided education.